Event description:
The hospital reported an error resulting in loss of mechanical ventilation at pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The solenoid valve was replaced to resolve the issue. No report of patient involvement. Incident date: unknown. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).